Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0x3ln, implanted: (B)(6) 2016, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for fecal incontinence / sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had issues on and off since (B)(6) 2016 per healthcare provider office and several programming visits. There was an issue with the lead. Patient had lead revision on the day of this call. It was indicated that when they were trying to connect new lead to existing implantable neurostimulator (ins), they were unable to tighten the setscrew as it was not clicking/torquing appropriately. The setscrew looked crooked in its positioning, so they used a new ins and this worked fine. They were sending the old ins back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0x3ln, implanted: (B)(6) 2016, product type: lead. Ipg ((B)(4)) analysis found setscrew was backed out too far. An attempt was made to screw the setscrew back into place but was unable to as it was cross threaded. Was able to get good stable output on #1, #2, and #3 with known good lead but had to poke through the connector port to make contact with #0 due to the setscrew not being able to screw into place. The ins passed ats testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.